Manufacturer narrative:
A tear was observed in the exposed portion of the soft cannula and fluid was seen exiting the tear. The cause and timing of the damage found on the soft cannula could not be conclusively determined. No blood was observed on the adhesive pad. There were no damages or defects found on the formed needle that would contribute to bleeding/bruising. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient had high blood glucose levels of 350 mg/dl while wearing the pod for 36 to 48 hours on the leg. Patient treated hyperglycemia with a manual injection of insulin and then changing the pod.